Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of sheath distal tip torn was unable to be confirmed due to the lack of relevant device imagery and no device return. Distal tip tears are generally promoted through a combination of patient and procedural factors. In particular, the presence of tortuous, calcified, and/or undersized vessels can create unfavored conditions for tip expansion. Calcification and undersized vessels (e.g. Obstructed femoral bifurcation) can constrain the tip during expansion. Tortuous and calcified patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath. This can lead to the crimped valve to catch onto the distal tip during system advancement, possibly resulting in distal tip tear. Non-coaxial advancement of the delivery system through the sheath may lead to resistance and additional device manipulation (i.e. High push forces) causing the tip to tear. Over-manipulation of the device in this manner may also be compounded by calcium-induced damage to the tip via direct physical interactions, which can weaken/tear the tip. In addition, the tip may become weakened and torn during system retrieval under non-coaxial withdrawal trajectories, causing the inflation balloon to catch on the tip or alternatively during sheath removal due to unfavored interactions with the calcium nodules. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the native aortic position. Upon esheath+ removal, it came out torn at the distal end. The valve was successfully implanted, patient was stable and no vascular injury occurred.